Event description:
Device returned with rga 740711. No other info provided.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Method- device returned. Conclusions- device not yet evaluated.